Manufacturer narrative:
A non-sterile orbit galaxy tdl cmplx frame coil 20x30 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well kinked conditions were noted on it. The introducer was found zipped without damage. The support coil, gripper and the embolic coil were received inside of the introducer. The hypotube, gripper and embolic coil were inspected under microscope; the gripper and the embolic coil were found without damage just residues of dry blood can be observed on the embolic coil. Additionally the broken/separated sections were inspected and the edge of the broken/separated sections show evidence that the device was kinked before it was broken. A review of the manufacturing documentation associated with this lot 17167999 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the delivery tube was separated was confirmed. The cause of the kinked / broken condition found on the hypotube was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
The contact at the hospital reported that when advancing two galaxy coils (640cr2030/ 17167999) into microcatheter (details unknown) during a procedure to embolize an aneurysm at the renal artery, the delivery tube wire snapped on both units and separated into two pieces. The coils and rest of wires were recovered and not implanted in patient. The fracture and separation happened outside the microcatheter as the product was being introduced into the microcatheter. The units were simply removed without any additional medical intervention. The procedure was continued by embolizing the aneurysm using orbit galaxy coils (details unknown.) There was no significant clinical delay to the procedure as a result of the issue. At the time of initial contact the devices were available for return. An adequate continuous flush was maintained through the catheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement of the coil through the microcatheter. There were no kinks noticed on the microcatheter.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. This report is related to MFR. Report #3008264254-2015-00038.